Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery depleted from 100% to 40% in one day. Additionally, it was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. The customer's blood glucose (bg) level was impacted (400 mg/dl). The customer changed out supplies and delivered a bolus for correction to bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.